Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. No further details about patient's death are available. The cause of death and the death date are unknown.